Event description:
It was reported that during an arthroscopy, the healicoil knotless anchor tip broke while tapping into the bone, the broken pieces were successfully removed using grasper. The procedure was completed with a non-significant delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint references case (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength requirements are specified. A material certificate of analysis(coa) is required for raw material. A clinical review states that based on the information provided there were no clinical factors identified which would have contributed to the reported breakage. The impact to the patient includes the reported non-significant surgical delay and additional bone hole. No further clinical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.